Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: proteus mirabilis and enterobactor aerogenes (total >100cfu). Air/water channel: enterobactor aerogenes (3cfu). The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report.